Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 424 mg/dl. Customer treated their high blood glucose level via bolus delivery. Customer¿s current blood glucose level was 97 mg/dl. Customer declined to troubleshoot for high blood glucose levels.